Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted (lot no. 82269509) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced asthenia ("asthenia"), myalgia ("spasm-like intense muscle pain"), neck pain ("very incapacitating cervicalgia"), brain fog ("sensation of brain fog"), amnesia ("loss of memory") and speech disorder ("difficulty speaking"). Essure was removed on (B)(6) 2021. On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (salpingectomy and bilateral cornuectomy). At the time of the report, the asthenia, myalgia, neck pain, amnesia and speech disorder were resolving. The outcomes for medical device removal and brain fog were unknown. No causality assessment was received for essure with regard to asthenia, myalgia, neck pain, brain fog, amnesia, speech disorder or medical device removal. The reporter commented: several months after removal, there is a clear improvement in asthenia. For the muscle pain and cervicalgia, several months/one year before clear improvement. Today, they are still there every day, even if it has been a lot better. As for verbal difficulties and the loss of memory. It is better, but they still remain incapacitating. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-jan-2024. The most recent information was received on 08-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted (lot no. 82269509-invalid) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On 30-sep-2016, the patient had essure inserted. In december 2016 she experienced asthenia ("asthenia"), myalgia ("spasm-like intense muscle pain"), neck pain ("very incapacitating cervicalgia"), brain fog ("sensation of ¿brain fog"), amnesia ("loss of memory") and speech disorder ("difficulty speaking"). Essure was removed on 25-jan-2021. On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (salpingectomy and bilateral cornuectomy). At the time of the report, the asthenia, myalgia, neck pain, amnesia and speech disorder were resolving. The outcomes for medical device removal and brain fog were unknown. No causality assessment was received for essure with regard to asthenia, myalgia, neck pain, brain fog, amnesia, speech disorder or medical device removal. The reporter commented: several months after removal, there is a clear improvement in asthenia. For the muscle pain and cervicalgia, several months/one year before clear improvement. Today, they are still there every day, even if it has been a lot better. As for verbal difficulties and the loss of memory. It is better, but they still remain incapacitating. Lot number: 82269509 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.